Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The investigation is confirmed for filter tilt, perforation of the inferior vena cava(ivc), material deformation and retrieval difficulties. A definitive root cause for the reported event could not be determined. The device is labeled for single use. (Device: 4001).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced difficult to remove, malposition of device, material deformation and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The weight of (B)(6) year old female patient was not provided.